Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hub detachment occurred. A flexima¿ apdl was being used in the patient's chest for a drainage procedure. Post procedure while the patient was in the ICU, the hub of the drainage catheter separated. The patient was brought back to the interventional radiology department to replace the drainage catheter. There were no patient complications and the patient is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual inspection found that the catheter was returned without the hub section and with the middle section cut. The flare of the device was found formed indicating the manufacturing process was properly performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a hub detachment occurred. A flexima apdl was being used in the patient's chest for a drainage procedure. Post procedure while the patient was in the ICU, the hub of the drainage catheter separated. The patient was brought back to the interventional radiology department to replace the drainage catheter. There were no patient complications and the patient is fine.